Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set fell off event from 02-may-2024 to 25-may-2024. The infusion set was in use for less than 24 hours. The glucose level was high (specific value unknown). No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2